Event description:
A malfunction was reported on the pump, and it did not cause an adverse impact on the customer's blood glucose level. The customer had not experienced any notable events prior to the malfunction, and there was no need to reset the pump in the last 24 hours. Technical support provided assistance for resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to report any recurrence of the malfunction code.